Event description:
On (B)(6) 2012, during gamma3 u-lagscrew operation the surgeon tried to insert the u-blade on the lagscrew, it stopped in front of the tip of the lagscrew about 1cm. The surgeon tried a few times but he couldn't insert it. Then he changed to a standard lag screw, the operation was completed.

Manufacturer narrative:
Once the investigation has been completed any additional info will be reported in a supplemental report.